Event description:
It was reported, the olympus ultrasonic gastrovideoscope was noted to have a small puncture in the pink tip. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed, there was a big chip on the pink rubber connected to the pink cap. Additionally, ultrasound image had multiple broken elements which were compromising the quality of the echo signal. If additional information becomes available following device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result.¿ the root cause could not be determined. However, based on the results of the investigation, it is believed that the reported failure occurred because external force was applied to the distal end of the device. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Initial reporter occupation is gi technician of the cleaning room. This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result.¿¿ based on the results of the investigation and the condition of the device, it is believed that external force was applied to the device at the distal end. This idea is further substantiated by the chipped discovered in the surface of the acoustic lens. Olympus will continue to monitor the field performance of this device.